Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast draining battery. The customer experienced dizziness, vomiting, and a loss of consciousness. The customer went to a hospital and had contact with a healthcare professional (hcp) who provided the customer insulin (dose/type unspecified) for a diagnosis of diabetic ketoacidosis (dka). Furthermore, it was unspecified whether the customer was hospitalized. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased for further inspection and no contamination, corrosion, or damage was observed on the printed circuit board. Processor nxp was present. Power consumption test performed and was within specifications. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed due to fast draining of battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. The customer experienced dizziness, vomiting, and a loss of consciousness. The customer went to a hospital and had contact with a healthcare professional (hcp) who provided the customer insulin (dose/type unspecified) for a diagnosis of diabetic ketoacidosis (dka). Furthermore, it was unspecified whether the customer was hospitalized. There was no report of death or permanent impairment associated with this event.